Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was able to clear the alarms and resume insulin. Additionally, it was reported that the paint on the hardware casing of the pump has bubbled and peeled. Reportedly, this issue has impeded the customer from loading cartridges, however the customer is able to successfully load a cartridge after multiple attempts. The customer was uncertain if this issue was related to the occlusion alarms. There was no impact to the customer's blood glucose level due to either issue reported.

Manufacturer narrative:
(B)(4). The investigation has been completed and the reported hardware issue was confirmed. There was no failure identified related to the occlusion alarm. In addition, a different issue was also found.